Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods") in a 36-year-old female patient who had essure (batch no. 766629-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera. Concomitant products included acetylsalicylic acid (aspirin), cetirizine hydrochloride (zyrtec), montelukast (singulair), oxycodone, primidone, seretide (advair) and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss") and rash ("rashes or skin conditions: skin rash"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating / gastrointestinal condition: bloating"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection: recurring bacterial vaginosis"). In 2015, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal vaginal bleeding"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pruritus ("rashes or skin conditions: itchiness") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, laparoscopic assisted total vaginal hysterectomy) and surgery (dilation and curettage of the uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal distension, rash and vaginal discharge had resolved and the abdominal pain, bacterial vaginosis, bladder disorder, urinary tract disorder, alopecia, allergy to metals, pruritus and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Date discrepancies, date of explant - (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion the essure was in place and the scar tissue surrounded the wire coils. Most recent follow-up information incorporated above includes: on 30-jul-2018: update of information (batch not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods") in a 36-year-old female patient who had essure (batch no. 766629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera. Concomitant products included acetylsalicylic acid (aspirin), cetirizine hydrochloride (zyrtec), montelukast (singulair), oxycodone, primidone, seretide (advair) and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss") and rash ("rashes or skin conditions: skin rash"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating / gastrointestinal condition: bloating"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection: recurring bacterial vaginosis"). In 2015, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal vaginal bleeding"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pruritus ("rashes or skin conditions: itchiness") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, laparoscopic assisted total vaginal hysterectomy) and surgery (dilation and curettage of the uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal distension, rash and vaginal discharge had resolved and the abdominal pain, bacterial vaginosis, bladder disorder, urinary tract disorder, alopecia, allergy to metals, pruritus and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Date discrepancies, date of explant - (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion the essure was in place and the scar tissue surrounded the wire coils . Most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet and medical records received. New reporters added. Historical drug added. New events back pain was added. Outcome of events pelvic pain, dysmenorrhea (cramping), bloating, heavy vaginal bleeding, heavy bleeding, skin rash, vaginal discharge, painful sexual intercourse was updated to recovered. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 36-year-old female patient who had essure (batch no. 766629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), cetirizine hydrochloride (zyrtec), montelukast (singulair), oxycodone, primidone, seretide (advair) and sertraline. On (B)(6) 2010, the patient had essure inserted. In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia") and abdominal distension ("bloating / gastrointestinal condition: bloating"). In 2015, the patient experienced menorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), bacterial vaginosis ("infection: recurring bacterial vaginosis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions: skin rash"), pruritus ("rashes or skin conditions: itchiness") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, laparoscopic assisted total vaginal hysterectomy) and surgery (dilation and curettage of the uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, bacterial vaginosis, bladder disorder, urinary tract disorder, abdominal distension, alopecia, allergy to metals, rash, pruritus and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Date discrepancies, date of explant - (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: events menorrhagia, bladder disorder, urinary tract disorder, bloating, hair loss, nickel allergy, skin rash, itchiness, vaginal discharge added. Concurrent condition, lot number, lab data, reporters, concomitant medication added.follow up 1(pfs) and 2(mr) processed together. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods") in a 36-year-old female patient who had essure (batch no. 766629-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for birth control: depo provera. Concomitant products included acetylsalicylic acid (aspirin), cetirizine hydrochloride, fluticasone propionate;salmeterol xinafoate (advair), montelukast sodium (singulair), oxycodone, primidone, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss") and rash ("rashes or skin conditions: skin rash"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating / gastrointestinal condition: bloating"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection: recurring bacterial vaginosis"). In 2015, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal vaginal bleeding"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pruritus ("rashes or skin conditions: itchiness") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, laparoscopic assisted total vaginal hysterectomy and dilation and curettage of the uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal distension, rash and vaginal discharge had resolved and the abdominal pain, bacterial vaginosis, bladder disorder, urinary tract disorder, alopecia, allergy to metals, pruritus and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Date discrepancies, date of explant - (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: the essure was in place and the scar tissue surrounded the wire coils most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event added: she did not undergo an essure confirmation test. Concomitant medications were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and bacterial vaginosis ("recurring bacterial vaginosis"). The patient was treated with surgery (underwent surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.